Manufacturer narrative:
Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted ipg was discarded per hospital policy. Additional information was received that the patients implantable pulse generator (ipg) was no longer working as intended. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted ipg was discarded per hospital policy. Additional information was received that the patients implantable pulse generator (ipg) was no longer working as intended. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted ipg was discarded per hospital policy.